Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia for approximately seven hours, with a confirmed fingerstick value of 386 mg/dl following a high-carbohydrate evening meal; the user reported no infusion set kinks or leaks, changed all pump supplies and cgm during the event, and initially did not use back-up therapy before later administering a manual insulin injection and temporarily disconnecting from the pump per guidance. Symptoms included nausea and fatigue. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and subsequent glucose improvement to below 180 mg/dl after the manual injection. Investigation included a review of device alerts and on-call troubleshooting focused on infusion set integrity, system status indicators, and user-directed corrective actions. Investigation of this case revealed no device alarms indicating malfunction and no observed hardware or consumable defects, with hyperglycemia likely related to glycemic load and timing of insulin action relative to meals and correction, though a definitive root cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.